Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-45 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular lead threshold was elevated. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.